Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 105 was confirmed through a review of the event history log and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings make the pump more sensitive to false air in line alarms. The failed upstream sensor was replaced.